Manufacturer narrative:
D3, manufacturer zip/postal: gu9 8ql. G1, MFR site zip/post code: gu9 8ql.

Event description:
It was reported that the patient experienced a stroke and passed away. This patient was enrolled in the emerald y-90 study and treated with therasphere on (B)(6) 2024. The therasphere treatment went smoothly and exactly as planned via left radial artery approach. After treatment, the site removed the catheters and put the radial band on. During this process, the patient started breathing abnormally and became unresponsive. The patient was intubated for airway protection and taken to the medical intensive care unit (ICU). Computed tomography (CT) was performed of the head and the chest/abdomen/pelvis with nothing notable. Magnetic resonance imaging (MRI) and magnetic resonance angiography (mra) of the head revealed a basilar artery occlusion and large posterior circulation stroke, thus a thrombectomy was performed successfully. The patient's prognosis was poor and clinically unimproved after the thrombectomy. The patient was placed on comfort care, but ultimately the family made the decision to place on do not resuscitate / do not intubate (dnr/dni) and terminally extubated. The patient passed away (B)(6) 2024.